Manufacturer narrative:
The bruns curette 9 str size 2 (240124) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. The issue of breaking may be the result of rough handling or wear. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that during curettage and grafting right proximal humerus cyst, the bruns curette 9 str size 2 (240124) broke off in a patient intra-operatively. It was reported that the tip could not be retrieved; however, there has been no reported post-operative complications. No information has been provided as to whether there was surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.